Event description:
The customer reported to olympus the physician injured his left hand during a prolonged colonoscopy which required significant manipulation of the scope wheels. The scope wheels (both big and small wheels) were unusually rigid and required a significant amount of extra force to turn. The subject device was not inspected prior to the procedure. The procedure was completed with the same device. The physician's left hand injury was treated with three sessions at the chiropractor, therabath (hot paraffin wax bath) nightly, three sessions of physical therapy, and ibuprofen. The physician's hand is no longer in pain due to the extensive therapy however it continues to feel fatigued.